Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, implant date and patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and textured to smooth implant exchange.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unknown of a textured implant. Device has been explanted.